Event description:
I would like to report adverse side effects following MRI imaging (intense pain, localized tenderness for 48 hours afterward). I tried to find records of similar experiences, but could only find a few mentions of patients who stopped the test due to pain. This was a pre-operative pelvic MRI (without contrast) for endometriosis. All I know from the results as of now is that the MRI confirmed a mullerian anomaly. Most of the test was unremarkable, with some heating at my lower back, and some light tingling and prodding in different areas as the scans were being done. I felt this throughout, and found it rather interesting. Unfortunately, in some of those areas, the scanning was tremendously painful, so much so that I almost stopped the test several times. Because I had been trying to get this done for some time, and I was aware that it would only last for a minute or two before moving to a different region, I was able to endure it. The pain was strange-- almost like someone threading an upholstery needle through specific parts of my internal organs-- and completely internal. Other than the warmth at my back, there was no sensation registered on or near the skin whatsoever. I find it highly probable that the areas in pain were only in pain while being imaged, and then, only at specific times, given how the procedure went overall. From what I was able to find on how mris work, my best guess is that something about the imaging interacted with either scarred, stressed, or otherwise damaged internal tissue (be it nerves or muscles), and because that area was so tender, what would have otherwise been registered as an odd sensation was instead incredibly painful. There were also three times where a sharp stabbing pain started in my left eardrum, but it quickly stopped. If it had persisted for longer than a few seconds, I would have stopped the MRI. For those who can 'hear' electronics being turned on, it was like hearing the electricity in a television turn on, but much more intense. I have lived with chronic pain my whole life, and am used to contractions accompanying menses that are so painful that I am unable to walk or stand. I imagine that the pain during this MRI, while nearly unbearable for me, would be even worse for someone else. I am not claustrophobic (I found the machine itself to be amusing and kind of comforting, albeit loud), have had no surgeries, was not taking any medications the day of the test, and the chronic pain I manage was different from what I am talking about here. There was some discomfort from laying still, but that was different from this, and was quickly alleviated with some stretching and motion afterward. I was sore and tender from the imaging for the next 48 hours. It reminded me of internal myalgia from menses, but was in odd places, and I was not on my period. Another odd side effect was that the entirety of my vaginal canal felt like a skinned knee, or a painful bruise that was being pressed. I am not currently sexually active, and there is nothing environmentally that would have been a possible cause of the following discomfort. It may also be useful to mention that, several years ago, I was receiving ultrasound physical therapy following a car crash, and had to stop that portion of the pt as it interacted with my muscle/nerve pain in my iliopsoas in an extremely painful way that worsened the closer it got to my spine. The MRI did not react to spinal nerves as far as I remember, it was more internal, but that both types of imaging were painful might be significant. I had an unremarkable pelvic transvaginal ultrasound a month or so ago. While I have no idea what this might indicate, I do wish I had known that this was a possibility so I could have better prepared for the procedure. I also think that it is important to know generally, especially if there are any other potential side effects other than the pain during and afterward. Thank you for your time, I certainly hope you take this more seriously than the MRI techs, who told me this was 'impossible.' This is in my records (B)(6) MRI 2 and was done at the (B)(6). FDA safety report ID# (B)(4).